Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. When the user attempted to remove the product after using it once, it felt as though it had stretched. Afterwards, he used it in combination with another product, but due to resistance during manipulation of this product, he decided to discontinue its use. Since the involved device was not returned, it was impossible to analyze. In manufacturing process of our company, we perform visual inspections toward all zizai at packaging. The device history records of the lot 250202090 were reviewed, and no abnormalities were found. Since the involved device was not returned and no abnormalities were found in the investigation, we could not identify the cause of the stretch of product.

Manufacturer narrative:
D2b: procode: dqo, kra. D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted. E1: initial reporter name: requested, not provided. G4: 510k: n/a. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. Terumo medical products (tmp) (importer), registration no. 2243441, is submitting this report on behalf of terumo clinical supply co., ltd. (Manufacturer), registration no. 3009500972.

Event description:
Terumo medical corporation received the reported information. When attempting to remove the product, it felt as though it had stretched. Afterwards, the operator used it in combination with another product; however, due to resistance during manipulation of this product, he decided to discontinue its use.